Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported that during a forearm fracture surgery the screw measurements were incorrect. The screws were remeasured and replaced. The surgery was completed after a 15-30-minute delay. No other adverse patient consequences were reported.